Manufacturer narrative:
"Injuries or adverse event: yes" is reported but remains undefined at this time. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
An issue arose during the attempt to obtain IV access, as the nurse was unable to thread the catheter due to resistance. When the nurse removed the catheter, she noticed that it was split.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot # 4025978 and material # 381423. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of threading difficult with lot # 4025978 and material # 381423 DHR number 4025978 has been reviewed. No related quality issues or process deviations were found. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.